Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Refer to CAPA (B)(4). Conclusion: confirmed complaint. CAPA (B)(4) has been intiated to document the investigation and root cause analysis of the reported incidents.

Event description:
It was reported that during use of the bd vacutainer® plus plastic sst tube, the gold bd hemogard¿ closure stopper popped off. No serious injury, blood to mucous membrane exposure or medical intervention was reported.